Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant (date not reported) and is currently being monitored due to unk reasons. For data purposes, this case will be treated as before CAPA.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Should add'l info become available an updated report will be submitted. (B)(4).